Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the fenestrated bipolar forceps instrument stopped working and still has life cycles pending. The customer reported event had no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken bipolar yaw pulley near the grip. Broken piece is missing as a result of breakage. Size of missing piece is approximately 1.90mm x 1.83mm. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley that are explained with the other observation founding on the instrument. The complaint regarding the instrument stopped working was confirmed by failure analysis. The probable root cause of the broken yaw pulley is attributed to usage conditions such as excess force applied to the distal end of the instrument.